Event description:
Country of complaint: (B)(6). Revision instruments do not fulfill their function. Distraction forceps do not spread enough to remove the inlay. Extension of the operation: about 50 minutes.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: device was not received for investigation. No other complaints have been reported to the manufacturer regarding this product/issue.